Event description:
It was reported that undersensing was noted on the epicardial right ventricular (rv) lead.  Far field r-wave (ffrw) oversensing was also noted on the epicardial right atrial (ra) lead.  Both leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 200h16 valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.